Event description:
It was reported that during an unknown procedure, the staple line and cut line were incomplete after firing, only three fourths deployed. Surgeon felt the crunch was not clear as expected. Changed hand sewing to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh33 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.